Event description:
A medtronic xomed sales rep reported that during a routine sales call dr. Reported he had a complication that occurred with the inferior turbinate blade. The pt had to be admitted to the ICU because of excessive bleeding. The dr stated there must have been an artery in this pt's turbinate to have caused the amount of bleeding pt experienced. Dr. Had to pack the pt's sinus so heavily that he perforated the pt's septum. All of the packing appeared to have been pushed through the septum, and a second operation was performed to correct the perforation. The pt has since fully recovered.